Manufacturer narrative:
Device analysis: an allegation of a device malfunction was reported. The ams 800 pressure regulating balloon was visually inspected. A large tear was found in the balloon sphere. Product analysis confirmed the reported hole allegation based on the identification of a leak in the balloon sphere attributed to fatigue. The leak would directly affect the overall functionality of the device and would therefore conclude as the most probable cause of the reported urinary incontinence issues. Product analysis identified a tear in the balloon shell; the reported events were therefore confirmed. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. During the time of revision the physician observed a leak in the balloon resulting in fluid loss.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. During the time of revision the physician observed a leak in the balloon resulting in fluid loss.